Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of an occluded right anterior tibial artery using the hawkone s atherectomy device, the anterior tibial artery was 100% stenosed from takeoff to ankle with plaque and an approximately 300 mm lesion length, and a previously placed proximal anterior tibial artery stent was present. The lesion was crossed via pedal access, and the device was advanced distal to the previously placed stent and passed through the previously deployed stent, during which severe resistance was encountered. The device became stuck in the previously placed stent, and when the device was turned on to try to advance, the stent became locked into the cutter window. When the physician attempted to remove the device, removal was difficult and the device was pulled with resistance, and the previously placed stent was removed with the device. The device, stent, and wire were pulled back into the iliac, and a new stent was placed in the anterior tibial artery with balloon angioplasty performed. No extravasation was noted. A retrograde sheath was introduced into the right groin, and the device, stent, and wire were snared and removed, and the device was cut to remove it from the up-and-over sheath. The patient was reported to have no symptoms or complications and was discharged without complications. No patient complications have been reported as a result of this event.